Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection of the returned device it was noted that the blue slide clamp was incorrectly assembled. It was determined that the cause of this malfunction was manufacturing method. The facility has been retrained to remediate this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a vented paclitaxel set could not be loaded into an unknown baxter infusion pump due to the "wrong position" of the blue slide clamp. This occurred during set-up. There was no patient involvement. No additional information is available.